Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the cautery pin was detached. There were no other visual issues noted however, mechanical marks were seen in the prongs section of the cautery pin. Functional testing could not be performed due to the condition of the returned device. The complaint was confirmed, the device has the cautery pin detached. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the device failed to operate. It was also noted that the cautery pin was detached. The procedure was completed with another sensation snare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the device failed to operate. It was also noted that the cautery pin was detached. The procedure was completed with another sensation snare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.